Event description:
An egm was sent in for analysis that displayed signals, characteristic of noise on the ventricular channel. Positional testing was performed, however the noise was not reproduced. The lead was capped when an insulation breach was observed.

Event description:
On (B)(6) 2012, it was reported that this abandoned capped lead showed externalized conductors above the rv coil via review of fluoroscopy.